Manufacturer narrative:
H6 - device codes: added code for fluid/blood leak. H6 - evaluation method codes: added b14 and b17. H6 - evaluation conclusion codes: updated to unintended use error caused or contributed to event. Investigation results: device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the ranger (dcb) device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that shaft hole occurred. The 85% stenosed target lesion was located in the non-tortuous and non-calcified superficial femoral artery restenosis. A 5.0 x 200mm, 150cm ranger drug-coated balloon catheter was advanced for dilation. However, a leak was noted to be caused by the back end of the v-18 guidewire perforating the inflation lumen from the wire lumen while being passed over the wire when reinserted for subsequent inflations.

Event description:
It was reported that shaft hole occurred. The 85% stenosed target lesion was located in the non-tortuous and non-calcified superficial femoral artery restenosis. A 5.0 x 200mm, 150cm ranger drug-coated balloon catheter was advanced for dilation. However, a leak was noted to be caused by the back end of the v-18 guidewire perforating the inflation lumen from the wire lumen while being passed over the wire when reinserted for subsequent inflations.